Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with biliary stent placement procedure within the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication for the stent placement was a treatment of a lesion due to malignancy. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician introduced the stent to the desired location in the common bile duct and attempted to deploy the stent. The stent was partially deployed and the physician tried to reconstrain the stent; however, the stent was unable to be reconstrained. The device was removed from the patient partially deployed. There were no visible damage to the device prior the procedure. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. A kink was noted in the outer sheath 20mm from the proximal end of the mounted stent. No other issues were noted with the device. During analysis a restriction was met when an attempt was made to retract the outer sheath. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. Congealed blood was observed along the inner. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with biliary stent placement procedure within the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the indication for the stent placement was a treatment of a lesion due to malignancy. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician introduced the stent to the desired location in the common bile duct and attempted to deploy the stent. The stent was partially deployed and the physician tried to reconstrain the stent; however, the stent was unable to be reconstrained. The device was removed from the patient partially deployed. There were no visible damage to the device prior the procedure. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be fine.